Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred for two weeks. The customer reported a blood glucose (bg) level of 350 (mg/dl). Troubleshooting for the most recent occlusion indicated the blockage was likely in the infusion set tubing. The customer changed the tubing and delivered a bolus to address their bg levels.